Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the vein could not be reached with the lead, the lead was not used and a lead lead was placed. The patient was fine during and post procedure.